Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 08/01/2016 that the patient experienced multiple instances of continuous glucose monitoring (cgm) inaccuracies and two episodes of seizure during the same sensor session. The sensor was inserted into the abdomen on (B)(6) 2016. On (B)(6) 2016, the sensor read "low" compared to the blood glucose (bg) meter which read over 200mg/dl. On (B)(6) 2016, the sensor read 50mg/dl compared to the bg meter which was unable to read the patient's glucose level as he was over 500-600mg/dl. Additionally, patient reported that both instances of seizure, which occurred on (B)(6) 2016, happened while at work and that he had been woken up by his co-workers. Patient's blood sugar was in the 30's both times. The only treatment specified was that the patient ate food. Additionally, patient indicated that the seizures were directly related to inaccurate cgm readings. No further event or patient information was provided. Data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)